Event description:
On 8/25/1999 the initial reporter and individual who experienced the adverse reaction, a dentist indicated the following with supplemental info provided: individual, dentist, began experiencing symptoms such as itching, sneezing, watery eyes and red hands, but continued the use of powdered natural rubber latex gloves for approx one week believing that the symptoms would subside on their own. Individual stated that upon beginning to experience difficulty breathing, and sores developing between his fingers on his right hand, he went to the emergency room (ER) where he was diagnosed as having cardiac asthma and was given treatment for approx two weeks following his ER visit.